Event description:
We continue to have issues with this device disconnecting. Here are several examples: 1) patient called and reported that the hemovac was leaking. Upon assessment, noted hemovac to have a slit/cut in the tubing (right at the "y" site area). Hemovac noted to be leaking and not staying to suction. Placed hemovac to gravity, taped open area on tubing, and notified surgeon immediately. Surgeon okay to remove hemovac. 2) patient stood from chair and the cord of the hemovac caught and pulled apart. 3) patient's left hemovac drain became disconnected when working with occupational therapy. 4) patient walking in hall with drain attached to gown by green clip. Came unhooked between the large drain tube and small one. Fell, remained hooked to gown with tubing dragging. Was not pulled or caught on anything. 5) hemovac #1 has a leak and does not stay compressed. Secure in-patient skin. 6) patient was lying in bed and rolled over, and it was noted that the drain had become disconnected. This drain was in a spine patient. Note: we continue to receive a high volume of concerns regarding disconnects. This has been an ongoing issue with this product for several months. Packaging for these devices are not available since they are started in the or. We have sent 3 samples to bd on [redacted]. The disconnect is a major infection concern.